Manufacturer narrative:
Corrected data: product code and common device name added.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A used decontaminated sample as received for investigation in plastic bag. During visual inspection, the sample appeared to be in good condition. Usual signs of wear were found. Then we occluded outlet nozzle by finger and pressed inflation handle several times. Pointer was not moving and air leak sound was noticed. Under closer investigation, inflation handle was found to be damaged. This damage was found to be the root cause of reported air leak because product was working well when handle was replaced by a spare handle. This was probably caused by cleaning of the product. No actions taken. And no trend of similar complaints has been identified.

Event description:
It was reported that the cuff was not inflating.